Event description:
Adverse event(s): "no adverse event to patient" (no consequences or impact to patient). Product problem: "poor aspiration during phaco" (aspiration issue). The surgeon reported poor aspiration during sculpting. The surgeon stated the procedure was completed and the patient was not impacted by the event.

Manufacturer narrative:
The customer's complaint history was reviewed; this is the first complaint of this nature reported by this account. No other complaints have been reported for lot number 949048h. A review of the DHR indicated no deviations. The finished goods lot was released per specification. The sample was visually inspected and no obvious defects were detected. The fms primed successfully, reaching maximum vacuum. No system message codes, fluid or air leaks, or defects of any nature were found. Irrigation and aspiration flow rates were within specification. Fluid flowed from bss bottle to irrigation and aspiration manifolds and continuously to the housing. No occlusion was found in all folds. Root cause: the root cause of the customer's complaint is not known. The returned sample functioned per specification. Corrective action: corrective action will not be taken based on this occurrence, however, quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).